Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's reported problem was able to be confirmed. 41627 error code messages were found recorded in the pump's event history logs. Service performed motor test and was unable to repeat the issue. Found scratched lcd lens and bad lcd. Service recommended a microprocessor unit board, lens and lcd to be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that during use of this smiths medical cadd solis vip pump, the pump exhibited error code 41627 and had cracked screen. No patient injury reported.